Event description:
It was reported that during a ptca procedure, the catheter shaft separated as it was being advanced through the guide catheter. All pieces were successfully retrieved using a snare. The pt status is listed as "okay".